Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that his pain relief is gone since he went back to work last monday as a drywall finisher. States he feels like his pain is back to what it was before he had the stimulator. Patient states he twisted at work and felt something pop. Later in the day he noticed his pain increasing. Hcp ordered an x-ray and suspects a micro migration as he calls it. All impedence's are within normal limits. The device was reprogrammed to dtm settings. The issue was said to be resolved.